Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. After troubleshooting , the air gas module was found faulty and needed to be replaced. The customer did not request any service. No logs provided and the current status of the ventilator is unknown. Therefore further investigation was not possible and the root cause for the defective air gas module could not been identified. H3 other text : 4117.

Event description:
It was reported that during patient treatment, the ventilator made an obvious abnormal sound similar to air leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).